Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during an initial implant procedure, when attempting to drill a hole for the reverse baseplate, the drill bit unfortunately snapped off within the drill guide. No parts or pieces fell into the wound site. Patient was last known to be in stable condition following the event. The device is available for return.

Manufacturer narrative:
Based on historical complaint investigations and the returned devices, the jammed devices reported were likely the result of applying a bending moment to the drill bit, which led to deformation on the inner surface of the drill guide and outer surface of the drill bit which led to galling and eventually prevented the drill bit from passing through. The broken drill bit was likely the result of applying a bending moment while drilling and during an attempt to remove the drill from the drill guide, which led to ultimate fracture of the device.